Event description:
It was reported that the physician was attempting to treat a lesion in a tortuous left internal mammary artery. Two resolute integrity rapid exchange (rx) drug eluting stents were used during the procedure. It was reported that the physician experienced difficulties delivering both stents to the lesion and upon withdrawal of the stents back into the guide catheter it was noted that both stents had raised and bent struts. No issues were noted with the stents before deployment. No clinical sequelae were reported. Device evaluation: the distal tip was flared. A number of struts on the 4th, 5th and 6th proximal stent segments were raised and pulled distally. Numerous struts along the stent were partially raised and deformed.

Manufacturer narrative:
(B)(4). Results: stent deformation and failure to deliver the stent. Tortuous vessel. Related to guide catheter. Conclusions: tortuous vessel. Related to guide catheter.